Manufacturer narrative:
Field safety technician observed the system and determined motor was the cause. Pump has been returned to (B)(4) office for repair and replacement. According to service report by (B)(4) office, they replaced the motor and belts. Also complete pm with calibration and functional testing as per the service manual has been performed. All tests passed. The motor has been requested (RMA# (B)(4)) for further investigation at life cycle engineering (lce). According to investigation report# (B)(4) the failure could not be reproduced. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). Field safety technician observed the system and determined motor was the cause. Pump has been returned to (B)(4) office for repair and replacement.

Event description:
As stated by the customer: rpm diff error occurred during priming of the pump. No patient was involved. (B)(4).